Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged with stent struts lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 790mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 30 x 4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 32 x 3.50mm taxus liberte drug eluting stent was selected for use and advanced to treat the lesion; however, the device failed to cross the lesion, the shaft was kinked about 50 cm away from the distal stent and the proximal stent body was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 30 x 4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 32 x 3.50mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced to treat the lesion; however, the device failed to cross the lesion, the shaft was kinked about 50 cm away from the distal stent and the proximal stent body was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.